Manufacturer narrative:
Result: crack. Additional manufacturer narrative: the cannula was returned to edwards for evaluation with no other components or packaging materials. During visual inspection, a kink was found at the 60 cm depth mark of the cannula and an irregular crack was found directly under the overmolded junction of the unit. A dimensional measurement was taken of the crack and was found to be 6 mm in length along the circumferential border of the non-wire-wound area and wire-reinforced tubing section. No evidence of the tube pulling away from the overmolded area was found. The kink was apparent in the pictures sent back by the customer, and the pictures showed the kink to be in the area manipulated to correct the leakage. The kink, an incidental finding, most likely occurred during the procedure. The complaint observation was confirmed. A review of the device history record (DHR) revealed no non-conformities related to the device. Based on the information received, a definitive root cause of the crack could not be determined. An application issue appears to be a possible contributor to this event. The junction between the overmolded and wire-wound section is a point of stress concentration which would render it more susceptible to damage if mishandled. This area may have been damaged during suturing onto the suture ring, as this is a common suturing point, or afterward as a result of inadvertent contact between the cannula and a suture. Neither a manufacturing defect nor a design inadequacy was identified. Edwards performs multiple inspections/verifications during the receiving inspection and manufacturing process of this product. The trend was assessed and was determined to be in control. No further action is required at this time. A review of the instructions for use (IFU) was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information after placing a femoral venous cannula for cardiopulmonary bypass use, blood leakage was noted from a ¿crack¿ in the cannula. The device could not be removed. The user continued to use the product. Bone wax and tape were applied to the crack. Duration of usage of the product was 3 hours and 20 minutes. The outer package was in good condition prior to use. Patient was stable with no negative outcomes.

Manufacturer narrative:
Device evaluations is pending. A supplemental MDR will be filed when the evaluation is complete.